Event description:
Paramedics attended to a person complaining of difficulty breathing. The device was used to monitor the pt's ECG. When the pt was being moved to the ambulance, the monitor screen allegedly went blank and the green power light also went out. The operator changed batteries, however the unit failed to turn on. A backup device was made available and used to continue treatment and care to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.